Event description:
The customer alleges the seat broke on the scooter resulting in a fall. The user sustained a fractured toe.

Event description:
The customer alleges the seat broke on the scooter resulting in a fall. The user sustained a fractured toe.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
Product is not available for evaluation. Should additional information become available, a follow up report will be submitted.